Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor computer boards were cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce an x-ray. No patient injury was reported.